Manufacturer narrative:
The solitaire platinum revascularization device (model: srd3-4-40-10 lot: a747642) was returned for analysis within a shipping box; within a sealed bio-pouch and within primary and secondary plastic bio-pouches. Images (relevant to the complaint) were not available for review. The solitaire platinum revascularization device was returned within its introducer sheath. No bends or kinks were found with the solitaire platinum pushwire. The marker coil was found pulled back from the proximal marker within the introducer sheath. The finger markers were examined within the introducer sheath and found aligned properly. The solitaire platinum revascularization device was pushed out from within the introducer sheath without issue. The marker coil was found pulled back from the proximal marker for 1.56mm; however, no damages were found. No damages were found with the proximal marker. The stent non-working (tear drop) and working length struts were in good condition. No breaks or separations were found with the solitaire platinum revascularization device. In addition, the solitaire platinum stent body markers (12) and distal finger markers (3) were present. There were no missing markers found with the solitaire platinum revascularization device. The solitaire platinum revascularization device was pulled back into the introducer sheath without issue. No other anomalies were observed. The solitaire platinum revascularization device was returned for analysis within its introducer sheath. Images (relevant to the complaint) were not available for review. No bends or k inks were found with the solitaire platinum pushwire. The marker coil was found pulled back from the proximal marker within the introducer sheath. The finger markers were examined within the introducer sheath and found aligned properly. The solitaire platinum revascularization device was pushed out from within the introducer sheath without issue. The marker coil was found pulled back from the proximal marker for 1.56mm; however, no damages were found. No damages were found with the proximal marker. The stent non-working (tear drop) and working length struts were in good condition. No breaks or separations were found with the solitaire platinum revascularization device. In addition, the solitaire platinum stent body markers (12) and distal finger markers (3) were present. There were no missing markers found with the solitaire platinum revascul arization device. The solitaire platinum revascularization device was pulled back into the introducer sheath without issue. Based on the device analysis and reported information, the customer¿s report of ¿separation/break¿ could not be confirmed and the cause for the event could not be determined. Images (relevant to the complaint) were not available for review. No breaks or separations were found with the returned solitaire platinum revascularization device. In addition, there were no missing markers found with the returned solitaire platinum revascularization device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is en route to the manufacturing site; product analysis has not yet been performed. A follow-up MDR will be submitted when the investigation is complete. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in brand name: solitaire fr3, model number: srd3-4-40-10. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of solitaire separation during a procedure. The patient was undergoing thrombectomy treatment for an ischemic stroke in left anterior cerebral artery. The vessel was observed severely tortuous. Baseline tici score was 0. It was reported that during the procedure, the solitaire device made one pass. During removal, it was seen that a small piece of the solitaire broke off in the distal area. This piece was found in the thrombus material; no separated solitaire parts remain in the patient. The patient's post-procedure tici score was 3. There were no patient symptoms or complications associated with this event. After removal, the solitaire was observed to be damaged at the three 3 markers. The solitaire remained fixed to the pushwire with only one strut. During cleaning, the last strut of the solitaire broke.